Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid on the conductors throughout at various locations. (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid throughout the outer tubing/overlay and on the distal conductor near the electrode end. Evaluation summary (B)(4) no anomalies found (B)(4) full lead (B)(4) no anomalies found (B)(4) full lead

Event description:
It was reported that the physician was attempting to upgrade the patient to a crt pacing device. They were unable to find a viable with adequate pacing thresholds and no phrenic nerve stimulation with two different left ventricular leads. The leads were both removed and returned. It was also reported that the existing implanted right ventricular (rv) lead had high pacing impedances and had apparantly fractured. The lead was capped and a new rv lead implanted. There were no patient complications reported as a result of this event.